Event description:
Complainant alleged that while attempting to treat a 66-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file indicated the customer remained in lead ii view. Had the customer manually switched to pads view or pressed a defib related key such as "analyze" or "energy select", the device would have displayed an ECG signal in pads view. Analysis of reports of this type has not identified an increase in trend.